Manufacturer narrative:
The serial number of the analyzer is (B)(6). Investigation is ongoing.

Event description:
There was an allegation of questionable results using the eplex blood culture identification gram negative (bcid-gn) panel with one patient sample on a cobas eplex instrument. The alleged sample generated a positive result for the enterobacter cloacae target. The customer reported that enterobacter cloacae and serratia marcescens were detected in culture.

Manufacturer narrative:
The investigation did not identify a product problem. Polymicrobial infections may result in the panel not being able to identify all organisms in the specimen, depending on the concentration of each target present. It is likely that insufficient target concentration resulted in the inability of the panel to breach the limit of detection and make true calls for the discrepant organisms. Additionally, it is possible that the unexpected negative could be due to a variation within the target sequence. Per the method sheet, "there is a risk of false negative results due to the presence of sequence variants in the bacterial targets of the test."